Event description:
The hospital reported that during endoscopic vein harvesting procedure, the jaws of the vasoview hemopro tissue welder remained activated when it was taken out of the patient. A replacement unit was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A device lot history could not be performed, since no batch/lot number was reported. A supplemental report will be submitted if additional information is obtained. (B)(4).